Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. As the implant duration remains unknown, the type and cause of regurgitation varies depending upon multiple factors. Moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks and regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm bioprosthetic aortic valve was implanted for an unknown implant duration when a 23mm transcatheter valve was deployed (valve-in-valve). The reason for re-operation was due to regurgitation and paravalvular leak. No additional details were provided.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful.

Event description:
Through follow up with the healthcare provider edwards learned the valve-in-valve procedure was successful. Patient outcome was reported as good.